Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart due to a faulty connector on the interface board. The insulin pump was received with a severely scratched display window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported receiving an error alarm on the insulin pump. The blood glucose reading was 181 mg/dl. He stated that the insulin pump will reset and then he needs to reset the date and time and settings each time the alarm occurs. Nothing further was reported.